Event description:
"Bone transport for postinfectious segmental tibial bone defects with a combined ilizarov/taylor spatial frame technique". Author: f. Sala et al., in this study, twelve patients with atrophic tibial non-unions were treated with resection of the nonunion followed by bone transport using the tsf for the segmental tibial bone defects. All patients were treated by the same surgeon (f.s.). It was documented on the paper that two patients had limb length discrepancies measuring 1.5 and 2.0 cm respectively; these were treated with internal shoe lifts and resulted in no functional problems.

Manufacturer narrative:
Results of investigation: it was reported from a literature review that the patient had limb length discrepancies. This was treated with internal shoe lifts and resulted in no functional problems. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to patient conditions or patient medical history. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.